Event description:
It was reported that the stent broke during handling, prior to being implanted in the patient.

Manufacturer narrative:
No sample was returned for evaluation. The device history records were reviewed and did not show any discrepancies that would have contributed to the reported event of stent breakage. There have not been any changes in the manufacturing process that could have contributed to the reported issue. The labeling and instructions for use state the following precautions to avoid damaging on the product: for single use only. Do not resterilize. Do not use if the package or product is damage. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4).